Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys insulin result for one patient sample that was tested in a batch of 150 samples. The initial result was 0.452 ¿u/ml. On (B)(6) 2017, the sample was repeated on a cobas 6000 e 601 module and the results were 4.71 ¿u/ml and 4.66 ¿u/ml. The result of 4.66 ¿u/ml was reported to the patient. There was no allegation of an adverse event. The reagent lot number was 215871. The expiration date was requested but was not provided. All qc results on the date of testing were within the specifications. The field service representative performed a gripper adjustment due to "tip/cup" error alarms. The investigation could not determine a specific root cause. Based on the data provided, a general reagent or instrument issue could be excluded. The most likely root cause was a pre-analytical issue or bubbles or foam on the reagent surface or on system reagent surface. Other typical causes for this type of event include issues with sample quality or insufficient maintenance of the analyzer.